Event description:
The customer reported being in the emergency room with high blood glucose of 594mg/dl. The caller mentioned that the cannula was bent, but the insulin pump did not alarm no delivery. Troubleshooting was performed and the high pressure test passed. The customer mentioned that the infusion sets are not going into her body and the customer kept getting no delivery alarms. The customer stated that the frequency of bent cannulas have been higher. Advised that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.